Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenting procedure using the protege rx stent, the tip of the stent disassembled intraoperatively. The stent was immediately replaced with another stent to complete the operation. After the procedure, the physician identified a product quality issue and filed an allegation of product defect. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned in a deployed state with the tuohy-borst tightened and with no stent returned, the device was confirmed as 40mm from the strain relief, upon visual inspection, a kink was noted on the inner golden sheath at 2.3cm from the distal tip end of the device an inner kink was noted inside the blue sheath at 18.2cm from the distal tip of the device. The guidewire should have met with resistance due to this inner kink which caused the stent to be deployed intraoperatively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.